Manufacturer narrative:
Eval results: a microscopic inspection of the returned extension confirmed there was a kink in the body at the base of the extension header strain relief. It was also confirmed there was complete wire separation at the site of the kink. The damage to the extension wires is consistent to repetitive stress to the extension while implanted. The break in the extension wires resulted in the reported loss of stimulation. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 3 of 3: ref MFR reports: 1627487-2012-09597 and 09598.